Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b1. The information included in b1 was inadvertently omitted from the initial medwatch report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the damaged component was caused by improper handling and application of excessive force (mechanical impact like fall, shock or similar stress). The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the oes elite high definition autoclavable telescope was found to have a broken component. ¿the medical staff tried to remove the optical viewing tube after use, the base of the eyepiece was broken leaving 2 millimeters¿. The procedure was completed using the same set of equipment without delay. The scope was not dropped or bumped and did not occur with other telescopes. The scope was inspected prior to use with no abnormality observed. No death, injury or harm was reported.

Manufacturer narrative:
No further information could be obtained from the customer to date. The device history records for the affected serial number was reviewed without showing any non-conformities or deviations regarding the described issue. The referenced device was returned for evaluation and the customer¿s reported problem was confirmed. The black colored eyepiece funnel was found broken / fractured. A small portion of the eyepiece remains adhered to the scope. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly.